Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(4) 2021 , during the procedure femurs were broken and a femoral recon nail system was used. The surgeon was plotting the implant down, hitting down the impactor and the impactor broke off inside the aiming arm. Second set of aiming arm was used just to finish and on the right side it happened again. This time back up system was used, so there are two (2) broken aiming arms. It caused significant delay in the case. The first item that broke was the driving cap and the next item was the impactor, insertion handle. The lot number has been scratch off the knife and couldn't read it for now and the other insertion handle is different from the first one. The second piece on the right side that broke is insertion handle. Procedure was delayed for an unknown time. This report is for one (1) unk - guides/sleeves/aiming: aiming arm. This is report 5 of 6 for complaint (B)(4).